Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified.

Event description:
The account alleges that during the operation of the ECMO artificial cardiopulmonary machine, the sidearm tubing of the sheath detached.